Event description:
The user facility reported their system 1e unit was leaking water onto a countertop, cabinet and floor. Water covered the floor of the workroom and leaked into the adjacent gi procedure room. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the system 1e and found the leak originated from a cut gasket at the uv assembly 90 degree factory crimp fitting. The technician replaced the damaged gasket, ran multiple test cycles and returned the unit to service. The steris service technician had performed a service request on the unit the day prior to the reported leak at which time he replaced the inlet and outlet gaskets. On (B)(4) 2013, (B)(4) discussed hose connection tightening requirements with the steris service technician.